Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis, with a reading of 461 mg/dl. The customer experienced vomiting and nausea. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.